Event description:
It was reported that an incorrect interpretation of signal was triggering false atrial fibrillation events noted on the insertable cardiac monitor (icm). Programming changes were made; however, issue was not resolved. No patient consequences were reported.

Manufacturer narrative:
The reported event of false pause episodes was confirmed. Based on the information provided, it was determined that the false pauses were due to frequent premature atrial contractions. The ai algorithm was unable to reject this episode due to the challenging electrogram signal characteristics. No problem was found.